Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection as well as multiple soft tissue issues at the abutment site. The implanted device remains.